Event description:
The customer reported that on (B)(6) 2011 an erroneous thyroperoxidase antibody (tpoab) result was generated on a unicel dxl800 access immunoassay system for one patient sample. The initial, low tpoab result was reported out of the laboratory. While there is no report of adverse event or serious injury related to this event, it is unknown whether there was a change to patient management. Upon repeat testing on the same instrument after the loading of a new reagent pack, the repeat result was significantly higher, considered valid, and a corrected report was issued. The sample was a lithium heparin sample with gel separators collected on (B)(6) 2011. The sample was refrigerated overnight and tested on (B)(6) 2011 without recentrifugation. Instrument tpoab quality control (qc) results were "significantly depressed" during the timeframe of the event. Upon loading a new reagent pack, qc results recovered within customer established specifications. Instrument system checks executed prior to the event yielded results within instrument specification ranges. There were no instrument event log messages generated in association with event.

Manufacturer narrative:
Service was not dispatched to the site for this event. The customer declined service as they felt the event was associated with the reagent pack which had subsequently been replaced. The customer did not return the suspect reagent pack to beckman coulter inc. For analysis. A definitive root cause has not been determined to date for this event.